Manufacturer narrative:
Other, other text: the returned device was evaluated. During evaluation the device passed all functional testing. The device was able to remain on throughout duration of the testing. The device was determined to be functioning as designed.

Event description:
The customer reported the rad-g device "turning off on intermittently". There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., other text: initial reporter postal code exceeded the maximum allowable characters, postal code is as follows: (B)(6).

Event description:
The customer reported the rad-g device "turning off on intermittently". There was no patient impact or consequence reported.